Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient had a femoral artery aneurysm as well as the abdominal aortic aneurysm. Two weeks after the stent graft implant procedure, the patient was found to have thrombosis of the right femoral artery aneurysm which is distal to the stent graft. The femoral artery was opened and it was successfully thrombectomized and then closed. No additional clinical sequelae were reported and the patient is fine.